Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain") in a 42-year-old female patient who had essure (batch no. B11729) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paresthesia upper limb, keratoconus, hyperthyroidism and tenosynovitis. Concomitant products included intrauterine contraceptive device (iud nos) and prenatal vitamins. On (B)(6)2014, the patient had essure inserted. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and burning sensation ("burning sensation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, nausea, dysmenorrhoea and burning sensation had resolved and the vaginal haemorrhage, menorrhagia, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, burning sensation, dysmenorrhoea, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: consumer received vaginal spermicide drug on 2014. Diagnostic results: on (B)(6)2014 patient had undergone for essure confirmation test and the result is total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain") in a 42-year-old female patient who had essure (batch no. B11729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paresthesia upper limb, keratoconus, hyperthyroidism and tenosynovitis. Concomitant products included intrauterine contraceptive device (iud nos) and prenatal vitamins. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), nausea ("nausea,") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and burning sensation ("burning sensation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea, dysmenorrhoea and burning sensation had resolved, the vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, burning sensation, dysmenorrhoea, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: consumer received vaginal spermicide drug on 2014 diagnostic results: on (B)(6) 2014 patient had undergone for essure confirmation test and the result is total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received-lot number added. Reporter information, demographic, lab data and product information were added. Events added are as follows- vaginal haemorrhage, menorrhagia, anxiety, nausea, dysmenorrhea,abdominal pain, burning sensation. Events onset date, severity and outcome added. Concomitant drug and condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain/pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.